Manufacturer narrative:
Upon further review by the manufacturer, this complaint is not a reportable incident. No adverse event occurred. It is also unlikely that there would be an adverse event if the complaint event were to recur per the manufacturer's current risk documentation. The complaint will be closed by olympus as not reportable.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that there was no sdi image from the evis exera iii video system center port to the monitor. This was an out of box failure during testing. As reported, there was no patient involvement in this event.